Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a vented paclitaxel set would not allow flow. During a total parenteral nutrition (tpn) infusion, the sigma pump had a "constant error of downward occlusion". The user removed the set from the pump and observed the tubing was "flattened in the areas that ran through the pump channel area". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.